Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. The complaint was opened because lauren cucci, csr, reports on behalf of the facility that a screw broke during a procedure. The 2.0x5mm sus push scr 2/pk (part#: 915-2336, lot#: unk) was not returned for evaluation and no photos were provided. For these reasons, the product could not be visually evaluated or functionally tested. The DHR for this product could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (915-2336) and the previous one year (from the notification date), there is a complaint rate of 0.127%, which is already below the occurrence rate of this failure mode. The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw broke during a procedure. There was a delay of a few minutes while a replacement screw was procured. Attempts have been made and no further information has been provided.